Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the type of av block was complete heart block (chb).

Manufacturer narrative:
This medwatch (#9617601-2025-03740) is a duplicate to medwatch #9617601-2025-03739, please reference medwatch #9617601-2025-03739 for information pertaining to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had only 1 valve implanted. Further information was received, indicating that due to the transcatheter aortic valve replacement (tavr) procedure, atrio-ventricular (av) block occurred; therefore, a permanent pacemaker was implanted. It was noted that the av block first occurred on the same day as the implant of the valve.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following the implant of a transcatheter aortic bioprosthetic valve (tav) (manufacturer unknown) replacement procedure, in a patient with an existing tav (manufacturer unknown) and atrial fibrillation at baseline, a permanent pacemaker was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. No indentifiable valve information was provided. A conservative regulatory report was submitted without knowledge of the valve model or manufacturer. Continuation of d10; other medical products in use during the event include: unknown manufacturer product ID: mdt-trans valve (serial: unknown); product type: 0195-heart valves; implant date: (B)(6) 2025. Medtronic product ID: micra permanent pacemaker; model number: mc1vr01 (serial: unknown); implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.